Event description:
Two days post-implant, atrial threshold rose to 5.5 at 1.5. Micro dislodgement was suspected, and the lead was explanted and replaced. No adverse patient side effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection a slightly deformation of the outer conductor coil was found, which most likely occurred during the implantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.